Event description:
A doctor's office alleged that black specks were present in two (2) patients' restorations after light curing the sonicfill material. This is the second of two (2) reports.

Manufacturer narrative:
It was revealed during a follow up phone call on (B)(6) 2013 that the doctor had additional sonicfill lots that were associated with black specks present in the composite. The additional lots include 4661761, 4646819, and 4646817. The product from these lot numbers was not returned; therefore, a visual evaluation was performed on a retained sample from each of the lots, yielding results within specifications.

Manufacturer narrative:
Specific patient information with regard to the age, gender, and weight were not provided. Although the office identified two (2) different lots associated with the black specks, the office could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 3702918 and 3702655. The office could not recall patient or incident details. The office reported that the composite was drilled out and the procedure was repeated during the same office visit for the patient. To date, the patient is doing fine. A visual inspection was performed on the returned product for both lots, yielding results within specifications. In addition, no similar complaints were received with regard to either of these lots.